Event description:
Customer stated she has been experiencing high blood glucose of 540 mg/dl. The device has been alarming no delivery and this was the third call in one day. Customer stated that most of the no delivery alarms occurred during bolus and some occurred during bolus and some during basals. Customer also had issues with prime and the device alarming. Customer's blood glucose was 380 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push insulin through tubing, insulin did exit. Customer was advised to rewind the device, reinsert reservoir and run manual prime, the device did not alarm. Customer called back and stated issues persisted. It seemed customer has stayed with the same set all day. Customer was advised it might be an issue with the site. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.